Event description:
Litigation allege the patient suffered pain, clicking, and heat radiating into her groin. Update rec¿d 1/29/2015 - ppd and medical records received. Invoice located for part/lot information. Dob provided. Patient revised to address adverse local tissue reaction to metal debris, clunking and elevated metal ion levels. Upon revision, osteolysis, necrotic/inflammatory tissue, excessive fluid were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on: 2/18/15.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4)